Manufacturer narrative:
Should additional information become available, this investigation will be updated.

Event description:
Boston scientific received information that a patient with a history of atrial fibrillation, av block, hypertension, dyslipidemia and syncope had a device implanted. The patient was presented to the hospital mid october for a follow up during which a pleural effusion was noted. At a later follow up a echocardiography was administered which showed that this right ventricular lead had perforated the heart, and same day surgery was performed for pericardial drainage. A few days later a sign of infection was noted and the device and all leads were explanted and discarded. A new system was implanted.